Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with shocks, chest paint and diaphoresis. Increased capture threshold was also observed. Interrogation of the device revealed vf terminated by shocks. Episodes of nsvt were also observed. Possible cause of increased capture threshold is angina or vt. The patient was discharged and will continue to be monitored.